Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove (guide wire) was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the guide wire as no issue was identified during return device analysis. It is however, possible the device interacted with the guide wire and possible blood and other procedural contaminants during the procedure causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, 95% stenosed, de novo, proximal left anterior descending (lad) artery, the 2.5 x 15 mm xience alpine stent delivery system was advanced in the vessel prior to lesion pre-dilatation. The physician decided to remove the device for lesion pre-dilatation; however, resistance was met with the guide wire during removal. Both devices were removed together as a system. After lesion pre-dilatation a 2.5 x 18 mm multi-link 8 stent was successfully implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.